Event description:
My wife has had two pacemakers during 2017. On (B)(6) 2017, she experienced great discomfort and was taken to ER (B)(6) hospital (B)(6). The ER staff observed my wife was jerking from the function of the pacemaker. We were asked more than once if the device had a defibrillator which it does not. We were told the ER staff contact the MFR and the cardiologist group. It is not clear from whom the response came but we were told they could not check her because we were out of the area they covered. A prescription was given for a blood thinner which did not make sense to me and we were sent home. My wife continued to have shocking discomfort for the next 3 days. Finally saw our family doctor and he was extremely angry at the lack of response. Only after he made phone calls did she get an appointment with the cardiologist group. During the appointment the malfunctioning lead was disabled as I understand by the MFR's rep. The procedure took no more than 20 mins. She had suffered for days. I am reporting this because regardless it being (B)(6), my wife was in distress and if these devices are going to be sold and utilized service should be provided. This is the second pacemaker what was installed (B)(6) completely replacing the first that was installed in (B)(6). The leads completely stopped working as she was being prepared for the procedure in (B)(6). It has been explained more than once that she is dependent on the device. Given this any malfunction obviously is of great concern. First pacemaker installed (B)(6) 2017, completely replaced with a second unit (B)(6) 2017.